Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for further investigation. Simulated use testing of the received air gas module has not reproduced the described customer issue. The review of the returned device logs confirms the reported issue. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction between several parts within the air gas module, where it was concluded that the nozzle unit has a contributing effect to this behaviors, but the root cause has not yet been fully established in this case.

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).